Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015 the reporter contacted animas alleging the patient's blood glucose on (B)(6) 2015 was over 500 mg/dl with large ketone levels, nausea, and vomiting. It was reported that the patient was treated in an emergency room with food and drink, intravenous fluids and insulin via pump therapy. The reporter noted the patient discontinued pump therapy and the pump's settings were not recently changed. During troubleshooting, it was reported that: the pump's basal history and total daily dose basal history were appropriate for the programmed basal rates; the bolus history matched the total daily dose bolus history. It could not be determined during troubleshooting whether the bolus history recorded was accurate as programmed or whether the pump was calculating recommended bolus totals correctly. Delivery of an air bolus could not be performed during troubleshooting. This complaint is being reported because a pump malfunction could not be ruled-out as a contributing factor to the reported serious injury.

Manufacturer narrative:
Follow-up #1 date of submission 10/15/2015-product analysis: the device was returned and evaluated by product analysis on 09/30/2015 with the following findings: the complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box revealed no abnormal pump behavior. The total daily dose history was appropriate for the user programmed settings. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.